Event description:
It was reported that the patient with this subcutaneous implantable cardioverter-defibrillator (s-ICD) system received an inappropriate electrical shock due to oversensing with the use of a facial vibrating red light device. Programming changes were not recommended. Currently, this product remains in use and no additional adverse patient events have been reported.